Event description:
It was reported that the device reported a low lead impedance of less than 200 ohms. A system revision was scheduled, due to the age of the device. During the procedure, lead measurements with the psa (pacing system analyzer) were normal, so a new device was implanted, and the lead was not changed. No patient complications were reported as a result of this event.